Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) did not observe a 'cal' message on the fraction of inspired oxygen (fio2) icon after calibrating the oxygen (o2) sensor successfully. The electronic patient gas system (epgs) was powered up and good o2 and air flow was established. The o2 sensor calibrated successfully. The srt replaced the sechrist blender as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The previously submitted medwatch should have stated that during laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint, but was able to verify the issue through the logs.

Manufacturer narrative:
The field service representative (fsr) could not verify the 'cal' message, but the logs did verify that there was an 'out of range fio2' event. The electronic patient gas system (epgs) was removed and a pole mounted blender was installed. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation. This complaint is related to (B)(4)/MFR #1828100-2020-00325.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was displaying a 'cal' message over the fraction of inspired oxygen (fio2) icon after calibrating successfully. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the data log analysis, on 06aug2020 the gas system successfully calibrated at 06:48:25 am. At 07:34:17 am the flow was set at 0.99 liters/min (l/min). At 07:38:02 am the gas system reported 'oxygen sensor and blender disagree' (blender = 31.1%, sensor = 95.3%). This will cause the gas systems to indicate calibration is needed and display a 'cal on the gas system' icon as reported. The gas system was successfully calibrated again but the same error occurred two more times. The data log confirms the reported complaint. During laboratory analysis, the product surveillance technician (pst) was duplicate the reported complaint during evaluation but was able to verify it through the logs. He determined that the blender bleed port is plugged, causing the blender to mix the gases incorrectly.